Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (event/procedure dates, patient initials, age or birthdate and weight are not known). According to the complainant, it was reported that the physician was "having trouble" with the sheath. There was a possibility that there was excessive tissue that could have caused clogging but this information cannot be confirmed. Clinical follow up information revealed that a 2.7mm scope was used. Although this event was originally non MDR reportable, clinical follow up information was received on (B)(6), 2010 stating that a cervical burn may have been sustained, therefore, making this event MDR reportable. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
Additional clinical follow up was received on (B)(6), 2010 confirming that a burn was sustained on the posterior, vaginal wall, the burn was categorized as "first degree" and the patient experienced no pain. Although several attempts have been made to obtain confirmation of this event and additional details, there has been no response from the clinician.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (event/procedure dates, patient's initials, age or birthdate and weight are not known). According to the complainant, it was reported that the physician was "having trouble" with the sheath. There was a possibility that there was excessive tissue that could have caused clogging but this information cannot be confirmed. Clinical follow up information revealed that a 2.7mm scope was used. Although this event was originally non MDR reportable, clinical follow up information was received on november 16, 2010 stating that a cervical burn may have been sustained, therefore, making this event MDR reportable. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.